Event description:
It was reported the customer experienced high blood glucose levels. Customer noticed bubbles throughout tubing and coming from the cartridge. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Tslim user guide indicates, pump is to be used with individuals 12 years of age and greater. Patient is (B)(6).